Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography, while attempting to place a non-olympus stent, the forceps elevator of the device became inoperative. The facility reported that the procedure needed to be restarted. The procedure was successfully completed with a different, but similar endoscope and stent, there was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was sent to an olympus service branch for investigation. The investigation confirmed the user's report that the forceps elevator was inoperative. The source of this difficulty was isolated to a broken elevator wire at the distal end of the endoscope. The device was repaired and returned to the user facility. This report is being filed as an MDR in an abundance of caution.